Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the logs were analyzed in the field. The right instrument drive unit (idu) button of the arm cart assembly was being pressed during calibration, causing the error. The button of the idu was moved to release it from its pressed state, the arm cart was recalibrated successfully and the issue was resolved. Further evaluation of the logs indicated that an error code for 'linked to calibration: prematurely setup error (robotic arm calibration failed - subsystem robotic arm initialization premature setup error' was triggered, indicating an interface was stuck on the robotic arm setup arm (rasa) during calibration. The error code gives a system operable error and subsystem recoverable inoperable error. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the instrument drive unit (idu) button being pressed. The root cause for the idu being stuck is attributed to the button becoming stuck by being pressed at an angle resulting in the button getting temporarily wedged between the pins and the side of the button housing. Additionally, it was noticed that a lot of dust/wear would increase the likelihood of the button getting stuck. Once the area is cleaned, the chances of it getting stuck are reduced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the arm cart assembly (aca) failed calibration and then a little later was not recognized by the system anymore. The arm was restarted and was recognized by the tower but still failed calibration. The fifth arm was used to complete the surgery. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the arm cart assembly (aca) failed calibration and then a little later was not recognized by the system anymore. The arm was restarted and was recognized by the tower but still failed calibration. The fifth arm was used to complete the surgery. There was no patient involvement.